Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients l5 lead fractured following a fall. Xray imaging confirmed the fracture. Surgical intervention may be pending to address the issue.

Event description:
It was reported the patient underwent surgical intervention during which the s1 and l5 lead were explanted and replaced.

Event description:
Related manufacturer reference number: 1627487-2020-30755. It was reported the patients s5 and s1 lead are displaying high impedance. S5 lead was confirmed as fractured via imaging. Surgical intervention may be pending to address the issue.